Manufacturer narrative:
No conclusion code available; final analysis found the setscrew could not be tightened due to foreign material in the setscrew inset. The foreign material also contaminated the connector block threads. Analysis confirmed the setscrew issue which was caused by foreign material and is therefore a manufacturing anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for pocket revision. The pulse generator had migrated causing discomfort to the patient. Upon interrogation, the right ventricular lead exhibited loss of capture. During the procedure, the lead was discovered dislodged. The physician attempted to reposition the lead but was unsuccessful due to the helix would not fully extend. The lead was explanted and replaced. When the physician attempted to connect the new lead to the chronic device, the port set screws appeared stripped. The device was explanted and replaced. The patient was in stable condition post operation and would continue to be monitored.